Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed leaking internal battery. This report is made based on the results of an investigation completed on 07/08/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/08/2015 with the following findings: unable to verify a time/date reset in the black box. A manual time change was observed on (B)(6) 2015 from 15:47 to 03:46. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. Removed cover; a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the battery compartment is cracked above and below the bumper pad. (B)(4).